Event description:
The customer's mother stated that the display on the insulin pump was blank. The customer's blood glucose reading was 600 mg/dl. Troubleshooting was performed. But the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board. No further testing could be performed due to the blank display.